Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, customer was not performing the proper air removal techniques. Reportedly, customer performed multiple supply changes to resolve the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of "high"; specific value not provided. Cause of bg was unknown. Customer delivered a correction bolus via the pump and performed a supply change to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.